Event description:
For 5 years, have had trouble with boston scientific latitude communicator. Does not send weekly reports due to inability to connect to boston scientific. We are never informed of the problem until our doctor's office tries to access the info and is told there are no records. This device is supposed to provide a safety net between doctor visits in case of problems with my husband's ICD. We are 50 miles from his doctor's office and the purpose of this communicator is to enable the doctor to act quickly in an emergency. Boston scientific has refused to acknowledge the problem and keeps blaming it on my phone lines which have been checked by (B)(6) and found to be working properly. No other device connected to my phone lines is exhibiting any problem. The FDA recalled a number of the same model of this communicator in 2011 for a similar problem establishing a connection and transmitting info.